Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 3 years, 7 months, 4 days post transfemoral tavr procedure with a 29mm sapien 3 valve, the patient's valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time. According to the medical record this patient underwent redo sternotomy, explantation of a 29mm bovine valve from 2006 with sapien valve in valve from 2022, and placement of a 29mm inspiris and hemashield graft for ascending aortic aneurysm. The patient had been experiencing exertional shortness of breath. An intraoperative echocardiogram just prior to explant noted severe aortic stenosis with trace aortic regurgitation, a bioprosthetic valve is seen in the aortic position, an accurate transvalvular gradient could not be obtained, however there is likely severe prosthetic aortic stenosis. A tte from approximately 20 days prior noted, a peak/mean gradient of 71.2/35.9 mmhg, with an effective orifice of 0.93cm2. There is severe degeneration of the aortic valve prosthesis, there is no intravalvular or paravalvular regurgitation. After review of the medical record the recommendation is to update the code to post implant-stenosis and regurgitation- unknown.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for degeneration was confirmed based on the medical records provided. A review of the device history record, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.